Event description:
It was reported that the patient had to have their devices removed approximately 6 weeks post implant due to infection. Additional information has been requested.

Manufacturer narrative:
Lead model 3778-60, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010. Programmer model 37743, serial (B)(4).